Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any other issue noted with staple line other than bleeding (malformed staples, incomplete staple line, etc.)? The main issue was because it opens all the suture line after firing, at the same time surgeon saw it and oversized with manual suture, the staples did not form appropriately. Can you provide further detail of the event as to why it was an adverse event? Because it can cause leaks or fistulas. For product code ecr45w, the lot number you provided, m4j884, is associated with product code gst60b. Do you have the correct batch and/or lot number for the ecr45w reload? The right lot number is m4ja84, as the picture attached.

Event description:
It was reported that during a roux-en-y gastric bypass, the staple line opened completely during the surgery. It was necessary to resuture the patient. There were no patient consequences reported.